Event description:
The customer reported that insulin was not exiting during prime, and her glucose level was high when she woke up. The blood glucose at time of call was 155mg/dl. The caller believes that the insulin pump may over delivered insulin during night for two weeks. Troubleshooting was performed. The customer stated that there were 20 units of insulin left in the reservoir. Ran a fixed prime test and the insulin did not exit. Performed a high pressure test and the test failed twice. Advised the customer to that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.